Event description:
It was reported by the customer that a pyxis medstation es system had a jammed drawer and produced burnt odor of burnt components. The customer reported that user was unable to access or secure hardware and the device was not on communication bus. During device inspection, a field service engineer found latch solenoid was swollen, preventing the plunger from drawing. Also, the retractor cable was damaged and burnt upon trying to remove the road cable from the drawer controller. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced the entire drawer module and cubies to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.